Event description:
It was reported that while the patient was on the phone, he felt light-headed, dizzy and drowsy. He experienced ringing and buzzing in ears so much that he could not hear his father speak. I-flow hotline nurse advised patient to notify his physician and to clamp tubing on pump. After tubing was clamped, patient did not have any more symptoms.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample was not received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated there were no confirmed complaints for the reported lot number. The device history record was also reviewed, and all manufacturing operations were found to be within specification. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.